Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the smiths tampered seal label was missing, minor scratches found on lcd lens screen. The customer stated problem was duplicated, dso seal found bubbled and the error was found in the device ehl (event history log) multiple times. Dso seal and sensor were replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that bubbled dso sensor seal and cassette not attached alarm. No adverse patient effects were reported.